Event description:
A report was received that the pt was hospitalized for pain at the ipg pocket site. The physician believes the pt has other medial issues and confirmed that the device was working properly. The pt was prescribed injections for relieving pain, and was discharged from the hospital. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.